Manufacturer narrative:
Continuation of d10: product ID 97755-s lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pt called back and stated they spoke with manufacturer representative (rep) and was told to call for a recharger (rtm) replacement. Pt stated sometime the ins will charge and sometime the right data does not show up all the time. Pt did not have the external devices with him. Patient services (ps) recommend pt call back with the external devices. Pt called back repeating information previously documented in this case and said that their ins was depleting at a much faster rate than it has in the past. Pt also stated that they are in severe pain. Pt stated that they met a rep today and was reprogrammed and was also instructed to contact ps to request a replacement rtm. Pt stated their ins was still depleting at a rapid rate after being reprogrammed today. Technical services (ts) reviewed that the external equipment would not cause the ins to deplete at a rapid rate and explained that it would be caused by programming. Pt confirmed that there was no physical damage to the rtm and that they were recharging excellent on the call. Pt also stated that they were able to charge their ins to 100%. Pt commented that they always get good or ex cellent recharge quality. Ts reviewed that the external equipment appears to be working as intended and instructed pt to continue to work with their rep. Pt became escalated and was adamant about having their rtm replaced. Pt stated that the rep said the rtm should be replaced to rule that out as the root cause. Ts explained that if the replacement rtm does not resolve their issue, they need to continue to work with their hcp/rep to further address the issue. A replacement rtm was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they are unsure how the issue of the stimulation turning off, going into MRI mode, and quitting happened. The pt went to go see the rep in the clinic. The pt was met at the clinic and the device was on at the time. Reprogramming was done to try and get better coverage. X-rays were also taken and showed everything looked like it should. The rep reported that the pt is supposed to call if reprogramming is needed and they also suggested calling patient services (pss) if their devices did not seem to be charging correctly in case a new piece of equipment was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Its unknown what the cause of the ins depleting at a faster rate was. Rep states that based off what the pt told them, they assumed the pt needed a new rtm to charge with. This happens often that the rtm gets a bad connection. Often this resolves the issue. The pt was redirected to ps for a new recharger. Unknown if the issue has resolved. Pt weight unknown and will not be made aware. Information confirmed with the customer.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt says that "twice in the last 10 days the stimulation turned off on its own and went into MRI mode or it just quit". Patient woke up in severe pain a week ago today and can hardly walk. Pt says they are in severe pain. Pt says they talked with rep last week and was told to call. Patient services (pss) asked if the stimulation could be turning off because the ins depleted and pt says "no it normally lasts 8-10 days". Pt says they were traveling when stimulation turned off, and they weren't even in the same state as the controller. Pss recommended following up with hcp/rep. Patient hasn't had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.